Manufacturer narrative:
On (B)(6) 2016: tandem technical support confirmed in the data logs that customer had interacted with the pump yet auto off alarms were declared. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received intermittent, multiple auto off alarms. There was no impact to the customer's blood glucose level. It was indicated that the customer would use the pump until replacement arrived.